Event description:
Reporter indicated that pt's device was explanted due to infection. It was reported that the infection was present at the pulse generator/pocket area. It was reported that the pt had irritated/scratched at the incision site. The infection was treated with antibiotics and explant of the pulse generator and entire lead (including electrodes). The infection has reportedly resolved and the pt is scheduled for reimplant.